Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient had a persistent cyst around the incision site for several years. The cyst ruptured, exposing the device. The physician removed the device and there have been no reports of further complications regarding this event. The physician plans to reimplant the patient in a few months.